Manufacturer narrative:
The device has been inspected by a service technician. The reported ventilator failure could be confirmed - it occurred at the beginning of the surgical procedure immediately after switchover from manual to automatic ventilation. The error codes in the log file indicate that there was a problem with the vacuum pressure inside the ventilator unit. This vacuum pressure is needed to keep the upper piston diaphragm in place to avoid wrinkling during piston movement. The lower piston diaphragm which has a sealing function for the vacuum volume has been replaced. The device passed all consecutive tests and is back in use. The exact failure mechanism could not be determined by log file analysis. The ventilator diaphragm is a detachable component and typically removed for cleaning and disinfection and re-installed after reprocessing by user. An incorrect assembly is widely prevented by the mechanical design of the housing, the diaphragm and the breathing system. Nevertheless an incorrect assembly can¿t be ruled out totally and seems to be the likely explanation for the particular incident. The log confirms that the workstation posted the corresponding alarm to alert the user.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a ventilator failure during use. There was no injury reported.